Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. After an implantation period of about 42 months, oversensing with inappropriate therapy was reported. As a possible lead defect was assumed; the physician decided to replace the lead. It was not returned to biotronik.